Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was flipped. A volume discrepancy was also reported with an actual residual volume of about 20ml and the expected residual volume of about 2ml. A critical alarm had also occurred due to a low reservoir and an empty reservoir. The pump showed that 37.7 ml was dispensed since the last update on (B)(6) 2011. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.